Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the screen was "off" from where the stylus touched it. The overlay/bezel assembly was replaced and the stylus calibrated. Concomitant products: product ID 2067l radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a sales representative (sr) that the stylus pen on the programmer is off from where it touches the screen. Technical support (ts) recommended that the sr use the calibration function on the programmer. This was done and the touch pen was replaced; however that did not resolve the issue. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported by a sales representative (sr) that the stylus pen on the programmer is off from where it touches the screen. Technical support (ts) recommended that the sr use the calibration function on the programmer. This was done and the touch pen was replaced; however that did not resolve the issue. Ts stated that if calibration does not correct the issue, the programmer should be returned for repair. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.